Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #¿s 3005099803-2013-11768 and 3005099803-2013-12084 for the other associated device information. It was reported to boston scientific corporation that two hemostatic clipping devices were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the colonoscopy procedure, difficulties occurred while deploying two clips in the ascending colon. The indication for the procedure was for hemostasis in the ascending colon after performing a resection of a larger polyp. The first clip grasped tissue and the nurse reported hearing two clicking sounds. When the nurse released open the handle again to release the clip, it was noticed that the clip was still connected to the catheter. After four times of repeatedly attempting to release, the clip released from the catheter and remained on the tissue properly. A second clip was used and the same difficulties were experienced. The procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Update october 15, 2013 - the initial procedure was indicated for diagnostic cancer screening and not intentionally for treatment. As polyps were detected, it was then indicated that a therapeutic intervention for polyp removal is needed. The patient had a sedation and showed no obvious or hidden symptoms of complications during or following the procedure.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #¿s 3005099803-2013-11768 and 3005099803-2013-12084 for the other associated device information. It was reported to boston scientific corporation that two hemostatic clipping devices were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the colonoscopy procedure, difficulties occurred while deploying two clips in the ascending colon. The indication for the procedure was for hemostasis in the ascending colon after performing a resection of a larger polyp. The first clip grasped tissue and the nurse reported hearing two clicking sounds. When the nurse released open the handle again to release the clip, it was noticed that the clip was still connected to the catheter. After four times of repeatedly attempting to release, the clip released from the catheter and remained on the tissue properly. A second clip was used and the same difficulties were experienced. The procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: a review of the device history record (DHR) was performed and no anomalies were noted.